Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; all of the internal components of the external pulse generator (epg) were corroded or contaminated. The battery cover and inside tabs on the lower case were broken, as well as the hanger. It was also noted that all four knobs were rusted. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that water had leaked in to the external pulse generator (epg). The epg has been returned for service. There was no patient involvement. The epg subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.